Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient went to emergency room, the patient had an atrial fibrillation with rapid ventricular response and the implantable cardioverter defibrillator (ICD) delivered antitachycardia pacing (atp) and eight shocks which is considered therapy exhaustion and inappropriate. The confident limit remains irregular, aberrant conduction post shocks. The physician stabilized patient's rate with increase in medication. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Device tested and meets specification. No defects or anomalies found. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received additional information that this device was explanted due to therapy upgrade/downgrade. No adverse patient effects were reported.